Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the insulin gauge was inaccurate. Additionally, the battery would not hold charge. No reported adverse impact to the customer¿s blood glucose. The customer declined to provide further information and declined a follow up call from tandem technical support.